Manufacturer narrative:
Two white particulates were reported adjacent to the syringe tip. To support the investigation, one sample in an opened packaging blister and two photographs were submitted for evaluation by the quality team. A visual inspection was conducted, revealing two white specks at the bottom of the syringe barrel, which were identified as air bubbles. The photographs provided accurately depict the received sample. No additional defects or imperfections were observed. It is noted that voids in the resin may occur during the startup phase of injection molding or intermittently throughout the molding process. A review of the device history record for material number 309653, lot 5210703, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. The sample will be shared with associates to raise awareness. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the symptom reported by the customer has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material: 309653 batch#: 5210703. Rcc received a complaint via email. Bd 50ml syringe luer-lok tip (ref 309653, lot 5210703, exp 2030-07-31) on (B)(6) 2025, one (#1) x 50ml syringe had two white particulates adjacent to the syringe tip no patient harm. Syringe issue was escalated and removed from IV complex.